Manufacturer narrative:
Product investigation is in progress.

Event description:
Cord was shedding... Detached [device breakage] case narrative: consumer reported via phone that the tampon cord was shredding and detached during removal. No injury was reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Cord was shedding. Detached [device breakage]. Probable manufacturing cause [manufacturing issue]. Case narrative: consumer reported via phone that the tampon cord was shredding and detached during removal. No injury was reported.